Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Updated complaint conclusion: as reported via the (B)(4) study, seven months after the index procedure, a patient experienced non-st myocardial infarct, restenosis and thrombosis. This is an unknown patient with unknown medical history. At the time of the index procedure, a 3.0 x 28mm and a 3.0 x 15mm cypher stents were implanted to unknown vessels. Seven months after the index procedure, the patient experienced an mi. It was reported that there were no recurrent ischemic symptoms lasting 10 minutes or more and no new st elevation, depression, or bbb. Cardiac enzymes, angiography and echocardiogram were performed, however, results were not provided. The cypher stents remain implanted thus unavailable. Additional information was received. The angiography performed on 12/3/11 revealed thrombosis of a cypher stent implanted in the mid lad. There was 95% diameter restenosis. Revascularization was performed. There was no sterile lot number information available for this product device and thus no DHR could be performed. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to make a determination regarding contributing factors. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00480 and 3003742446-2012-00481.

Event description:
Addendum: additional info received indicated that the angiography performed on (B)(6) 2011 revealed thrombosis of cypher stents implanted in the mlad at the time of index procedure. The exact information about target lesions at the time of index and revascularization is unknown. No additional information has been provided from the site yet despite multiple requests. There was 95% diameter stenosis. Revascularization was performed.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, seven months after the index procedure, a patient experienced non-st myocardial infarct. At the time of the index procedure, a 3.0 x 28mm and a 3.0 x 15mm cypher stents were implanted to unknown vessels. Seven months after the index procedure, the patient experienced an mi. It was reported that there were no recurrent ischemic symptoms lasting 10 minutes or more and no new st elevation, depression, or bbb. Cardiac enzymes, angiography and echocardiogram were performed, however, results were not provided. The cypher stents remain implanted thus unavailable. There was no sterile lot number information available for this product device and thus no DHR could be performed. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00480 and 3003742446-2012-00481.

Event description:
As reported via the (B)(4) study, seven months after the index procedure, a patient experienced non-st myocardial infarct. At the time of the index procedure, a 3.0 x 28mm and a 3.0 x 15mm cypher stents were implanted to unknown vessels. Seven months after the index procedure, the patient experienced an mi. It was reported that there were no recurrent ischemic symptoms lasting 10 minutes or more and no new st elevation, depression, or bbb. Cardiac enzymes, angiography and echocardiogram were performed, however, results were not provided